Event description:
On (B)(4) 2012, customer reported that two different iron (fe) results from one patient sample were generated, on the dxc 600i instrument, at two different times; and the results were reported outside of the lab. One of the reported fe results was a false high value. Customer originally ran the patient sample and received a result for fe with a value of 25 ug/dl. This value was reported to the physician. The physician had ordered two additional add-on test requests for fe, tibc (total iron binding capacity) and ferritin, so the customer split the sample into two different tubes. Customer ran the second aliquot sample and got an iron result of 77 ug/dl, and also reported this value along with the other chemistries without realizing that fe had already been reported. The physician questioned the two fe reported results. The customer reran the two aliquot samples after contacting customer technical support (cts) for troubleshooting the issue. Cts instructed the customer to flush the cartridge chemistry sample probe and replace the syringe plunger. Customer also recalibrated, ran controls and performed precision and the issue was resolved. After resolving the issue, the repeated fe results (27 ug/dl and 24 ug/dl) correlate with the original lower reported fe value of 25 ug/dl. The results for the other chemistries (tibc and ferr) were not affected. Customer stated that no patient treatment was affected by the erroneous results.